Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Evidence of electromagnetic interference/noise was noted during high rate nonsustained episodes on (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device indicated high rate ventricular tachycardia episodes with apparent electromagnetic interference (emi) noise observed on both the atrial and ventricular channels. A potential source of the emi could not be recalled by the patient. The device remains in use. No patient complications have been reported as a result of this event.